Manufacturer narrative:
Product analysis: analysis confirmed the reported issue; the power cord returned with the programmer was non-hospital grade and very worn, and the programmer would not boot. When the power cord was replaced, the programmer was able to boot up. It was also noted that the keyboard was pulling apart. All found defective parts were replaced and all other identified issues were resolved. The device was re-calibrated and functionally tested. The device passed all final testing. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
No manufacturing date was present in the available resources. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer's power supply connector was inconsistent. The programmer powered itself off if the connector was touched. The programmer had only powered off during the software update process. The programmer has been returned for service. There was no patient involvement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.